Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 97712, serial# (B)(4), product type: implantable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 (B)(4), image (hcp, rep): a healthcare provider (hcp) reported via the manufacturer's representative (rep) the consumer was scheduled to have their implantable neurostimulator (ins) replaced on (B)(6) 2016 due to reaching end of service (eos). It was noted that prior to reaching eos the consumer had good coverage, but an impedance check was unable to be performed prior to replacement because the battery was unable to be read. At the time of the replacement the physician had a difficult time removing one of the leads (0-7) from the implanted ins. Once the lead was removed from the ins a portion of the lead in between the contacts was yellow tinged. Following this the hcp had a difficult time placing the 0-7 lead into the new implantable neurostimulator (ins). An impedance check was performed on the lead with results greater than 20,000 ohms, but it was unknown what could have caused this. An impedance check was performed on the 8-15 lead with normal results. After this the physician decided not to change the lead at the current time since the consumer was getting good therapy prior to their previous ins reaching end of service (eos). It was unknown if impedances were okay before the ins was replaced since the battery wasn't able to be read. Following surgery the consumer was programmed using only the 8-15 lead with a program of 10+, 11-, 12-, 13+, a rate of 60, and a pulse width of 450 which gave good therapy, but it didn't resolve the issue. Relevant medical history includes radiculopathy. Refer to manufacturing report #3004209178-2016-18675.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.